Event description:
On (B)(6) 2025, my dexcom g7 continuous glucose monitor (cgm) sensor stopped functioning completely and failed to connect to any compatible devices, including my tandem t: slim x2 insulin pump and multiple officially supported smartphones. The sensor, part of lot number 8013, with the following identifiers: (01) product code: 00386270004093 (11) manufacturing date: 2025-04-01 (17) expiration date: 2026-09-30 (10) serial number: (B)(6) transmitter ID: (B)(6) was applied properly, securely adhered, and initially functioned normally for less than 24 hours. Then, without any warning or physical disturbance, the signal was lost. The dexcom g7 app reported "no signal," and the sensor has since been completely unresponsive. No pairing or reconnection attempts have worked -- not with the dexcom g7 app, not with my tandem t: slim x2 insulin pump, and not with any of the several android and ios phones that I regularly use (google pixel, samsung galaxy, iphone -- all running current os versions and dexcom-approved). I followed all official troubleshooting protocols: rebooted the phones and tandem pump, toggled bluetooth. Removed and reinstalled the dexcom g7 app. Attempted pairing on fresh devices, verified that the sensor and transmitter were clean, dry, and undamaged despite this, the system remains in a "searching" or "no signal" state indefinitely. This indicates a complete communication failure from the transmitter or onboard radio system within the dexcom g7. This failure severely impacted my ability to manage my type 1 diabetes. I rely on realtime cgm data for automated insulin dosing through tandem's control-iq technology. My broader setup includes a self-hosted nightscout instance that aggregates dexcom g7 data, tandem pump history (via tconnectsync), and biometric inputs from my our a ring. This integration is key to maintaining a high time in range (~97%), low variability, and safe overnight glucose levels. When the dexcom g7 stopped transmitting data, I lost visibility into my glucose trends and alerts, disabling both automated insulin delivery and my predictive analytics. I was forced to revert to manual fingersticks, which introduces both short-term and long-term risks for someone living with t1d. I am a systems engineer with over 10 years of experience and have ruled out user error or device misconfiguration. All evidence suggests a complete hardware failure either in the transmitter, onboard power source, or firmware stack of the sensor. I am submitting this report so that the FDA is aware of this failure mode -- specifically the sudden and total loss of cgm functionality from a dexcom g7 sensor that was well within its expiration date, properly stored, and applied according to instructions.